Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to ms&s that the caller's daughter has a 5fr dl powerpicc. He stated one lumen was leaking where the connector meets the extension leg tubing. The leaking extension leg was clamped off. Caller asked ms&s if the line could be repair or if it needed to be replaced. Ms&s advised that powerpiccs may not be repaired. The entire catheter will need to be replaced. Ms&s advised the father to contact their doctor to have the line replaced.